Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading was 525 mg/dl. Troubleshooting was done for high blood glucose. Customer does not want to continue to troubleshoot stated will check with her health care provider. Advised customer to monitor her blood glucose and if it continue to be high and experiencing symptoms of diabetes ketoacidosis to go to emergency room. Customer stated her blood glucose went down to 465 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.